Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 1 pm, while wearing the lifevest. The patient was reportedly at home prior to passing. Paramedics, the patient's spouse and son were present at the time of passing. It was reported that the patient was alive at the time of the treatments and that the patient fell to the ground. It was reported that the patient did not press the response buttons. It was reported that the ambulance was called and that paramedics cut the garment loose. Per clinical review of the available ECG data, the device started up on (B)(6) 2020 at 11:19:22. At 12:57:53 am on (B)(6) 2020, an arrhythmia was detected, while the patient was in sinus rhythm at 60 bpm degrading to vt at 180 bpm. The response buttons were pressed intermittently during this time. At 12:59:26 am a rate threshold adjustment stopped the alarm sequence until the rate accelerated due to the stable vt rate with prolonged rb use. From 12:59:15 to 01:03:08 am the patient was in vt from 180 bpm to 200 bpm with motion artifact and varying amplitudes. At 01:03:23 the device detected an arrhythmia while the patient was seen in vt at 180 bpm degrading to vf. The response buttons were pressed from 1:03:34 to 01:08:10 . It is unclear who was pressing the response buttons. At 01:09:46, the patient received an appropriate treatment during vf. The patient's post shock rhythm was asystole with intermittent cardiac activity. At 01:10:04 the device detected a non-treatable rhythm. At 01:11:05 the device detected an arrhythmia while the patient was in asystole transitioning to an idioventricular rhythm at 50 bpm with intermittent response button use. At 11:11:57 the device declares a non-treatable rhythm while the patient was in an idioventricular rhythm at 50 bpm. At 01:12:21 the device detected an arrhythmia while the patient was in vf. The response buttons were pressed from 01:12:28 to 01:13:50. It is unclear who pressed the response buttons. The patient received two treatments at 01:14:41 and 01:15:15 during vf. The treatment shocks did not convert the arrhythmia and the post shock rhythm was vf for both treatment shocks. The lifevest then declares a non-treatable rhythm at 01:16:43 while the patient was in vf with a very low amplitude. The low amplitude caused the device to declare a non-treatable rhythm. The patient was then seen in vf with CPR/motion artifact from 01:16:20 to 01:19:19. The CPR/motion artifact and low amplitude prevented the lifevest from delivering a treatment during this time. At 01:19:44 the device declared an arrhythmia while the patient was in vf with CPR/motion artifact. The patient received an appropriate treatment at 01:21:31, while the patient was seen in vf with CPR/motion artifact. The patient's post shock rhythm was asystole with CPR artifact. The patient was seen in asystole with CPR/motion artifact until the electrode belt was disconnected at 01:23:11 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional and did not cause or contribute to the patient's death.